Event description:
Related manufacturer reference number: 1627487-2022- 00017. It was reported the patient's stimulation started decreasing by itself after getting a new generator. Surgical intervention took place in which the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1 physician information.